Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and extrusion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field h6: patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in scrotum, which led to pump exposure. As a result, the ipp was explanted. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and fistula are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in scrotum, which led to pump exposure. As a result, the ipp was explanted. No further patient complications reported.